Event description:
Plaintiff alleges that exposure to blood pressure cuffs and other latex containing products over a period of time, resulted in her hospitalization. This report is based on info offered in a civil lawsuit which names distributor as defendants.